Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the call was reviewed by a member of quality assurance. The patient alleged that the subject meter started reading inaccurately 3 weeks prior to contacting lfs when he obtained alleged inaccurately erratic blood glucose results of "336, 339 and 386 mg/dl" within 20 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results falls within lfs' criteria for precision. The patient manages his diabetes with insulin (self-adjuster). After obtaining the alleged inaccurate erratic results, the patient indicated that he consumed more food/drink at 1:30pm on (B)(6) 2015. He claimed that after the start of the alleged issue, he developed symptoms of "dizziness [and] sweaty due to high results". He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient's blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.